Manufacturer narrative:
Clarification received that the difficulty inserting the leads was not a product issue, but due to a bulging disc.

Event description:
A report was received that there was difficulty inserting the leads during the implant procedure. Patient then underwent an additional procedure to implant the ipg and leads. No further information has been provided.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2317-50. Serial/lot: (B)(4). Description: infinion cx lead kit, 50cm.

Event description:
A report was received that there was difficulty inserting the leads during the implant procedure. Patient then underwent an additional procedure to implant the ipg and leads. No further information has been provided.

Manufacturer narrative:
A review of the manufacturing documentation for the sc-2317-50 serial number (B)(4) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that there was difficulty inserting the leads during the implant procedure. Patient then underwent an additional procedure to implant the ipg and leads. No further information has been provided.